Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that an error appeared on the device. This was further clarified by philips tech support as a ECG equip malfunction inop with an ECG front-end failure status log message. There was no patient involvement.